Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. The lot number was not provided, so the DHR was unable to be reviewed. The device was not returned and no photos were provided, so an evaluation is unable to be performed. The complaint is unrefuted for timberline plate for the failure of disassembly. This device is used for treatment. The investigation findings do not lead to a clear conclusion about the cause of the reported event. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A distributor reported that they had a timberline mpf plate buttress 1 hole ti 14mm assy where the screw ¿fell apart.' Event timing was not provided, however it was assumed to have occurred intra-operatively.

Event description:
A distributor reported that they had a timberline mpf plate buttress 1 hole ti 14mm assy where the screw ¿fell apart.' Event timing was not provided; however, it was assumed to have occurred intra-operatively.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.